Event description:
Latitude alert received on 9/27/18 with error code 1003 stating ¿voltage was too low for projected remaining capacity.¿ there is an unknown area of drainage causing early battery depletion. Boston scientific technical services were contacted and engineers estimated seven days of normal function before replacement would be necessary. Previous check to device on (B)(6) 2018 showed the battery had 7.5 years remaining.